Event description:
The parents reported that the user has suddenly stopped responding to sounds (horn, clap, etc.) On (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents reported that the user has suddenly stopped responding to sounds on (B)(6) 2021. Re-implantation will be scheduled.

Event description:
The parents reported that the user has suddenly stopped responding to sounds on (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, the device's received condition, did not allow to determine an exact location for the suspected damage, since the active electrode shows major mechanical damages, which are attributable to the removal surgery. This is a final report.